Manufacturer narrative:
Correction: h6, investigation conclusion code should include "67, no problem detected".

Event description:
It was reported that the patient presented for a scheduled lead revision procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited inadequate capture. Micro-dislodgement of the rv lead was suspected as a potential contributing factor, however no significant change in the lead placement position was observed under fluoroscopy. During the procedure, attempts to extend the helix were unsuccessful, and it was decided to explant the lead. The lead was explanted and replaced with new lead. There were no patient consequences.

Manufacturer narrative:
The reported events were unacceptable capture threshold, helix mechanism issue and micro dislodgement. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue. The reported event of unacceptable capture threshold was not confirmed. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.